Event description:
It was reported that the device exhibited a syringe plunger error. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3: date of event: (B)(6) 2024. D9 date returned to manufacturer: 11-dec-2024. H3:one device was received for evaluation. No service history was found within the review period. The reported problem was confirmed during the onboarding test. Visual inspection also revealed that the plunger case assembly was damaged, and the battery cover was broken. The plunger case assembly was replaced to solve the issue. The plunger case assembly was validated using the onboard performance verification test, and the device then passed all validation tests.